Event description:
This ra lead was implanted on (B)(6) 2002 and remains implanted at this time. A call to technical services placed on 5/21/2014 stated that this lead had impedance of less than 200 ohms in bipolar configuration. The mv was on and was set to 12. The rate would slowly go to 120 bpm and then drop to 60 bpm. The faster rates were all atrial paced. When mv was turned off, the faster rates stop. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).